Event description:
(B)(4). I have been experiencing very bad headaches, blurred vision, severe abdominal pain, weight gain and sharp cramp like pains in my side and still to this day it's ongoing. I was under the impression that it couldn't be removed but something had to give asap. My device was implanted in thomasville at the shaw center for women's health and they told me that my insurance covered it but turns out it didn't.